Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began the afternoon of (B)(6) 2013. The patient manages her diabetes with insulin (unknown type, self-adjuster) and continued with her usual dose of medication (unknown type and dosage) in response to the alleged issue. The patient reported, 2 days after the alleged issue occurred, she developed symptoms of ¿dizziness, shortness of breath, headache, nausea, and cold sweats¿. On (B)(6) 2013 at 6: 40 a. M., the patient¿s blood glucose was tested with a doctor¿s/clinic meter and she obtained a result of ¿37 mg/dl¿. On (B)(6) 2013, the patient¿s blood glucose was tested again and she obtained a result of ¿42 mg/dl¿ with the doctor¿s/clinic meter. At an unspecified time on (B)(6) 2013, the patient received a ¿glucagon injection¿ from a home health/visiting nurse. At 5:00 p. M. That same day, the patient¿s blood glucose was tested and obtained a result of ¿485 mg/dl¿ with a doctor¿s/clinic meter. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.